Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was receiving no delivery alarms on the insulin pump. Customer stated that this happened on 3 sets. Customer stated that he gets max fill reached error and has treated with an insulin pen. Troubleshooting was performed and the customer stated that the insulin did exit. Customer reinserted the reservoir into the pump an ran a manual prime. Customer stated that the pump alarmed no delivery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.